Event description:
It was reported that a patient underwent a gynecological procedure in (B) (6) 2010. During the procedure, the device was not cutting as well as the surgeon expected. The device was still used for the procedure which was completed with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.